Event description:
It was reported that (1) device was used during a anterior resection. It was reported by the affiliate that the cdh25 instrument was used. They prepared for stapling as they always do. Placed the purse string 2-0 prolene in the proximate part of the bowel. They could see the orange tying area before they attached the head. It snapped into its fully sealed position. The orange indicator was fully within green range. They also heard the "crunch" as the instrument completed the firing cycle. After they fired and opened it, they could see that the staples were unformed and were not fixed into the tissue. The surgeon was not sure if the knife had cut. They had to complete the case by hand suture the anastomosis, which prolonged the operation 30 minutes. No postop consequence to the pt.